Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on july 08, 2021 with lot number 2264442. Analysis of the returned device identified: creases fold, red particles on the fill channel, opening linear on posterior and opening crack. Leak test and microscopic analysis was performed which identified: striated opening on posterior, delamination of the valve and opening crack. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a partial delamination of the valve (adhesive failure), and a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.